Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to confirm the pump was not connected to a power source and to press the button on the pump, but the issue persisted. They were advised to charge the pump with known working supplies; however, the pump did not turn on. As the pump was still under warranty, technical support decided to replace it. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Instructions were given to store the pump properly before returning it, and the customer was expected to send it back using a pre-paid label within ten days.